Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the defibrillator exhibited backup vvi operation. After a device software download, normal device function resumed. The patient was asymptomatic during and post device software download. No additional information was reported.